Event description:
It was further reported that at the time of the event, the patient had a 2 day history of radiating retrosternal chest pain.

Event description:
(B)(4). Same case as 2134265-2011-03703. It was reported that following a coronary artery stenting treatment procedure the patient experienced chest pain. Lesion 1 was located in the mid left anterior descending (lad) artery with 90% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and implanting a 3.5 x 16 mm taxus liberte stent with 0% residual stenosis. Lesion 2 was located in the distal lad with 99% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and implanting a 2.5 x 16 mm taxus liberte stent and post dilatation with 0% residual stenosis. The patient was discharged 2 days post procedure on aspirin and prasugrel at 141 days post index procedure, the patient presented with cardiac chest pain and was admitted to the hospital. 7 days later, the patient was transferred to another medical unit for further evaluation and treatment. The patient was transferred for direct admit to telemetry for his chest pain. Cardiac catheterization was recommended. Ten days later, the patient underwent a vessel revascularization of the distal lad and coronary artery bypass grafting of the target vessel was performed. The patient was discharged 8 days later.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) clinical study. Same case as 2134265-2011-03702. It was reported that following a coronary artery stenting treatment procedure the patient experienced chest pain. Lesion 1 was located in the mid left anterior descending (lad) artery with 90% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and implanting a 3.5 x 16 mm taxus liberte stent with 0% residual stenosis. Lesion 2 was located in the distal lad with 99% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and implanting a 2.5 x 16 mm taxus liberte stent and post dilatation with 0% residual stenosis. The patient was discharged 2 days post procedure on aspirin and prasugrel. A 141 days post index procedure, the patient presented with cardiac chest pain and was admitted to the hospital. Seven days later the patient was transferred to another medical unit for further evaluation and treatment. The patient was transferred for direct admit to telemetry for his chest pain. Cardiac catheterization was recommended. Ten days later the patient underwent a vessel revascularization of the distal lad and coronary artery bypass grafting of the target vessel was performed. The patient was discharged 8 days later.

Manufacturer narrative:
(B)(4).